Manufacturer narrative:
The incorrect manufacturing date of 10-aug-2017 in initial report was provided. The correct manufacturing date is 10-jul-2017. The incorrect statement of "a risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents" was stated in the initial report. The correct statement is "a risk analysis was performed and found this failure mode and occurrence level to be consistent with risk documents. A clinical data report for this device evaluated this risk and stated that undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patient."

Manufacturer narrative:
The used device was discarded at the user facility; however, pictures of the reported device were made available. Visual inspection of the images and discussion with quality engineers of the aes-90sn probe confirmed that the described event referred to the pet shrink tubing as the material that peeled during the event. The material described as silicon nitride coating is only in the housing tip of the electrode head. This material is hard and could not "peel" as described in the complaint. Per subject matter expert, this device malfunction is most likely cause by mechanical damage during insertion into a tight joint space making unintentional contact with another device/material. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical review of complaint data revealed no prior complaints for this device family and failure mode combination. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - do not use the probe for mechanical displacement of tissue, damage to the probe may occur. - continuous flow of irritant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and probe tip between activations. Maintaining an outflow is important, especially in small joint spaces. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of the user facility that during surgery the black silicon nitride coating on the aes-90sn probe began to peel back off the wand and deform. This occurred at the end of the procedure which was completed with no reported surgical delays. No patient injuries were reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.